Manufacturer narrative:
H2: please see section d9 for when device was available for analysis. H2: please see section d4 for the UDI #. H2 - h6: a medtronic representative went to the site to test the equipment. Testing revealed that the system performed as intended after the monitor was replaced. Codes b01, c13 and d02 are applicable to this analysis. H2 - h6: the monitor, product ID: 9735795r, lot number: 18261739, was returned to the manufacturer for analysis. Through functional testing and visual/physical examination, it was revealed that the monitor had impact marks and cracks. The touch did not work, however, the sound was functional. Codes b01, c13, and d02 are applicable to this analysis. Annex g code g0201402 is applicable to this analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that there was a large crack on the main cart monitor and the monitor was no longer functional. There was no patient present.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9 735795r: product ID: 9736325; product ID: 9735765: (h3, h6) no parts have been received by the manufacturer for evaluation. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.